Event description:
It was reported that system controller was exchanged due to small beep.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Corrected data: section a4: patient weight corrected. Section d6a: date of implant should not have been previously included. Manufacturer's investigation conclusion: the reported event of a brief alarm (beep) on the system controller was unable to be confirmed. Log files were unavailable for review and no product was returned for further testing. Additional information provided the serial number of the controller was (B)(6), no log files were available to be sent for review, exchanging the controller resolved the event, no additional troubleshooting was performed, no alarm was identified, and the product would not be returning for further analysis. A root cause for the reported event could not be conclusively determined through this investigation. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that there was no alarm. Exchanging the system controller resolved the event.